Event description:
It was reported to philips that the customer could not perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform fluoroscopy. Customer claimed that the restart of the device did not solve the problem. Onsite service was required since the prs was not valid. Onsite diagnostic service was offered to the customer. However, customer did not accept the quotation, there was no further action required from philips service. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.